Event description:
A 3.0 mm diameter by 9mm length s7 stent delivery system was inserted to treat a lesion in the mid left anterior descending coronary artery. It was not possible for the stent to cross the calcified target lesion; therefore, it was pulled back from the coronary artery. Upon removal, the stent caught on the tip of the guide catheter causing it to dislodge from the delivery ballon. The dislodged stent was successfully retrieved from the coronary artery and removed from the patient. The target lesion was subsequently treated with a ptca balloon. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The instructions for the removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.